Event description:
It was reported that there were fusion beats on this right ventricular (rv) lead and had questions about fusion beats, such as if there was true loss of capture (loc) prior to the fusion beats. Technical services (ts) reviewed the reports and noted that there was one loc following the fusion beats. Ts noted it does not appear to be loc prior to the fusion beats and that the device system appears functioning as it should. It was noted that this patient is dependent on therapy. The lead remains in use. No adverse patient effects were reported.